Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was found cut 13 cm distal to the df1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through at 2.5 cm distal to the df1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Oversensing was noted via home monitoring. Patient was brought into clinic and the therapies were disabled. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.